Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported signal loss and subsequent procedure cancellation was due to user error.

Event description:
Prior to an electrophysiological exploration procedure, no signal was noted on the system and the procedure was cancelled. The junction box and cables were replaced with no resolution. The procedure was cancelled and rescheduled for a later date. The patient was in the room but was not prepared. There were no adverse consequences to the patient due to the cancellation. Further troubleshooting revealed the signal loss was due to user error. The amplifier passed all functional tests and retraining will be provided to the customer.